Event description:
Surgeon attempting to place silk stitch in the tongue to improve access to lingual tonsils, but the needle broke off the suture thread and became embedded in the tongue. Sonosite and carm used to confirm placement of the needle in the tongue. The surgeon had to make 3 incisions in the tongue to get the needle out. Per the surgeon's note: the needle broke and was left in the tongue. I then made an incision in the tongue with bovie and used the ultrasound to identified the needle and remove it. This was done successfully. Two small incisions were made in the tongue to facilitate that.